Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a left hip 2-step revision surgery was performed on (B)(6) 2021 due to a deep infection, the patient experienced a periprosthetic spiral fracture of the femur on (B)(6) 2021. This adverse event was treated by a revision surgery on (B)(6) 2021. The procedure corresponded to a revision of the left knee joint with fracture reposition and the installation of 3 cables. During the revision surgery, the femoral component, the tibial insert, and a wedge were explanted.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the fracture. The clinical/medical investigation concluded that, based on the documentation provided, the 2nd revision with anatomic repositioning and cabling was due to a fall with a subsequent spiral periprosthetic femoral fracture. The assessed patient impact was the fall, periprosthetic fracture, pain with inability to ambulate, and femoral component revision with fracture reduction and cabling. The clinical root cause of the intra-op lug/sleeve/torque complications could not be definitively concluded; however, the surgical technique specifically addresses component assembly for adequate bolt seating into the sleeve along with scheduled calibration, therefore, the torque wrench and user technique could not be ruled out as a potential contributing factor since the torque wrench was omitted from the 3rd and only successful attempt. Although, the assessed patient impact was the multiple attempts at seating the bolt/sleeve, it is unknown if the change in surgical technique (omission of the torque wrench and final torque) would subsequently increase the risk for early intervention and/or revision. No surgical delay was reported. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported incident could be corroborated as the device was broken and it was required a revision surgery. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. The clinical/medical investigation concluded that, based on the documentation provided, the 2nd revision with anatomic repositioning and cabling was due to a fall with a subsequent spiral periprosthetic femoral fracture. The assessed patient impact was the fall, periprosthetic fracture, pain with inability to ambulate, and femoral component revision with fracture reduction and cabling. No surgical delay was reported. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported incident could be corroborated as the device was broken and it was required a revision surgery. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case (B)(4). (B)(6).

Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the patient experienced a periprosthetic spiral fracture of the femur. This adverse event was treated by a revision surgery on (B)(6) 2021. Current health status of patient is unknown.